Event description:
Complainant alleged that the clinicians were attending a pt (age and gender unk) who was in a cardiac arrest condition. The clinicians shocked the pt once at 120 joules, but the device's recorder print out indicated that the pt was shocked at 150 joules. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction. The complainant also indicated that the facility's biomedical engineering department was unable to duplicate the reported problem. Report number 1220908-2002-00744, reports a second indentical event that occurred at this facility with another pt and with another mseries device.